Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented with severe epigastric/left chest pain. Shortly after arriving in the emergency department, the pump began having red heart alarms. The pump was off, and a clicking sound auscultated over the device. The patient had left ventricle recovery, and was scheduled for device explant in october. The patient remained hemodynamically stable so far. The log files displayed multiple red heart alarms, elevated power events, low speed and low flow events, as well as many pump stops. The events displayed were indicative of a possible driveline issue. There was no trauma to the driveline. There is an accumulation of fluid anterior to the pump in the pump pocket. Additional information indicated the plan was for explant previously, but now moved up surgically. The pump was not explanted, but the driveline was cut.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.